Event description:
It was reported that the patient received inappropriate atp therapy due to af with rapid ventricular response. The atp therapy accelerated the patient into a true vf and high voltage therapy converted the arrhythmia. A second episode of svt occurred which was a faster rhythm than the vf cutoff and high voltage therapies were delivered; the arrhythmia converted after the fourth shock at maximum energy. Before the device was able to break the vf the patient fainted and fell off her bed, injuring her foot and rib. The patient was hospitalized. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).